Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site, requiring use of a longer abutment. The original abutment was reportedly lost following a patient fall, during which the abutment detached and the fixation screw fractured. On (B)(6) 2025, the patient underwent revision surgery under general anesthesia. During the procedure, it was observed that part of the abutment thread remained stuck within the implant screw, and the surgeon was unable to remove the remaining abutment thread out of implant. Subsequently, on (B)(6) 2025, a further surgical procedure was performed under general anesthesia, during which the abutment was replaced. The implanted device remains.